Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (will have surgery to remove essure deviceon (B)(6) 2017). At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. The reporter commented: surgery was scheduled to remove the essure implant in (B)(6) 2017. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs'), embedded device ('embedded within one fragment is a portion of gray metallic') and device breakage ('right and left fallopian tube with essure coils removed in pieces') in an adult female patient who had essure (batch no. 626507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, vulval irritation, dysplasia, pap smear abnormal (which was negative. However hpv was positive for type 16 and negative for type 18 and 45.), polycystic ovary, penicillin allergy, vulvitis, atypical squamous cells of undetermined significance, pelvic pain female and endocervical curettage. Previously administered products included for an unreported indication: provera. Concurrent conditions included cervical intraepithelial neoplasia iii. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain/ chronic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with bilateral essure coils removal, laparoscopic bilateral salpingectomy with bilateral essure coils removal and leep and salpingectomy bilateral with bilateral essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, device breakage, psychological trauma, vaginal infection, nausea and weight increased outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, embedded device, fallopian tube perforation, menorrhagia, nausea, pelvic pain, psychological trauma, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal infection and weight gain. Essure implants was adequate with 3 external coils trailing bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device breakage, embedded device. Most recent follow-up information incorporated above includes: on 19-nov-2020: mr received: event: embedded device & 'right and left fallopian tube with essure coils removed in pieces' was added. Lot number, medical history, patient demographic, patient aka name, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs'), embedded device ('embedded within one fragment is a portion of gray metallic') and device breakage ('right and left fallopian tube with essure coils removed in pieces') in an adult female patient who had essure (batch no. 626507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, vulval irritation, dysplasia, pap smear abnormal (which was negative. However hpv was positive for type 16 and negative for type 18 and 45.), polycystic ovarian syndrome, penicillin allergy, vulvitis, cervical dysplasia, pelvic pain female and endocervical curettage. Previously administered products included for an unreported indication: provera. Concurrent conditions included cervical intraepithelial neoplasia iii. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain/ chronic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with bilateral essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, device breakage, psychological trauma, vaginal infection, nausea and weight increased outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, embedded device, fallopian tube perforation, menorrhagia, nausea, pelvic pain, psychological trauma, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal infection and weight gain. Essure implants was adequate with 3 external coils trailing bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device breakage, embedded device. Lot number: 626507 manufacturing date: 2008-01 expiration date: 2009-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain/ chronic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, psychological trauma, vaginal infection, nausea and weight increased outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, fallopian tube perforation, menorrhagia, nausea, pelvic pain, psychological trauma, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal infection and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, vaginal infection, nausea, weight gain was added. Perforation of organ nos was updated to fallopian tube perforation outcome of the event pelvic pain updated. Date of birth, lab data, date of removal, reporter and treatment details was added. Date of insertion was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.